Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported experiencing an incorrect insulin dose delivered through her integrated pump system. According to the patient, the pump continued to deliver elevated insulin doses because her cgm continuously displayed a ¿high¿ glucose reading. The patient began experiencing symptoms including dizziness, shakiness, weakness, and vomiting. She performed a fingerstick bg test at home, which showed a result of 36 mg/dl. She attempted to calibrate the system, and her bg level increased to 47 mg/dl after 15 minutes; however, the cgm display continued to show ¿high.¿ due to worsening symptoms, her boyfriend transported her to the emergency room. Upon arrival, a bg test performed in the ER showed 28 mg/dl, while the cgm reading remained ¿high.¿ the patient was treated with IV dextrose and oral glucose gel (dosages unspecified). She remained in the hospital for more than two hours and was discharged the same day feeling well. The patient does not recall her exact bg level at the time of discharge. At the time of this report, the patient stated she was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d and e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.